Event description:
Event occurred regarding a microclave¿ clear connector where it was stated in the report that during infusion, after replacing the infusion connector, no adverse reactions occurred. Upon completing the infusion and performing catheter sealing, residual fluid observed inside the connector, followed by leakage and the infusion connector was immediately replaced. There was one quantity affected. Patient information provided indicating that the patient was a 60 years old female.

Manufacturer narrative:
Additional reporter: (B)(6). The device is not available for evaluation. The device history review should be performed; upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted, an no nonconformities were found that would have led to the reported complaint.